Event description:
The event is reported as: alleged issue reported: during procedure, the punch didn't work, it wouldn't punch through. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
The device history record (DHR) review did not show any issues related to this complaint.